Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the raw material drawing found that test method iso 527 certified tensile strength and tensile elongation for the plug of the anchor. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The procedure was completed using the same device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a hip arthroscopy w/labral repair, the surgeon implanted 4 bioraptor knotless anchors. 3 of the 4 broke. On the first implant, the inner locking plug was not sent all the way down to lock the suture. On the next two, the inner metal mechanism that sends the plug down, broke off in the body of the anchor. The surgeon was able to use a grasper to grab the metal piece, and remove it from the patient. The patient outcome is good. A delay less than or equal to 30 minutes was reported. The procedure was successfully completed with the same device. No other complications were reported.